Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit, and the reported issue caused a helium leak in the high pressure helium circuit. The fse took a full tank which had 2028 psi, opened then closed the tank which held the 2028 psi for over 10 minutes which is more than meets spec. There was nothing in the logs that would help with this repair. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that in the cathlab, the surgical table was lowered on the tank side of the cs300 intra-aortic balloon pump (iabp) causing damage to the iabp, and now the iabp is leaking helium. There was no patient involved, thus no adverse event was reported.